Manufacturer narrative:
A portion of the cage remains in the patient and the remainder of the cage was discarded. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross - functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device evaluated by MFR: parts in patient and discarded.

Manufacturer narrative:
Review of the device history record found no discrepancies.

Event description:
International affiliate reports the surgeon inserted the cage into the disc at l2-l3. The surgeon tried to remove the cage to correct the position but had difficulty moving the device. A chisel was used for removal and the cage broke. Half of the cage was left in the patient and the other half was removed and discarded. Two other cages, the same sizes, were implanted into the disc space. Reports there were no adverse consequences to the patient. The device has not been cleared for market in the u.s. However, devices of similar design have been cleared for market in the u.s. As such, a medwatch report is being submitted to document this event.